Manufacturer narrative:
The explanted devices will not be returned to bsn for analysis because the whereabouts are unknown.

Event description:
A report was received that the patient was explanted due to pain at the pocket site. The patient stated that it was not due to the stimulation. The patient was explanted by a non bsn doctor and no additional information is available.